Event description:
Four (4) discordant falsely elevated cardiac troponin-I (ltni) patient sample results were obtained on a dimension® xpand® plus with hm integrated chemistry system. The discordant results were not reported to the physician(s). The same samples were reprocessed on the same instrument on the same date and at a later date. Lower results obtained on the later date were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ltni results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant falsely elevated cardiac troponin-I (ltni) results obtained on patient samples on a dimension® xpand® plus with hm integrated chemistry system. Siemens is investigating the event.

Manufacturer narrative:
Additional information on (21-may-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated low volume cardiac troponin I (ltni) results from a dimension® xpand® plus with hm integrated chemistry system. Hsc reviewed the information provided by the customer. Quality control (qc) and calibration were within specification and no other similar events on other patient samples were reported. A siemens field service engineer was dispatched to the site. The issue was resolved by performing routine maintenance. The reprocessed patient sample results recovered within expectations. A potential product issue has not been identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Initial MDR 2517506-2022-00125 was filed on 10-may-2022 section h6 has been updated to reflect the hsc investigation.